Event description:
The following has been reported: "time keeper error 30-0004. Defective cpu board was diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.